Event description:
On (B)(6) 2010, an acticon neosphincter device was implanted. On (B)(6) 2011, the cuff component was removed and replaced due to cuff fluid loss. No patient complications reported.

Manufacturer narrative:
Should additional information become available regarding this event, it will be reevaluated and a follow-up report will be sent.